Manufacturer narrative:
Additional information provided in h.6. Corrected information provided in h.10. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the cutting failed and the case was abandoned; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the vitrectomy probe cutting failed. It is unknown whether aspiration was present. Multiple 25 and 23 gauge probes were used to troubleshoot, however, this did not solve the issue. The case was aborted. Additional information has been requested.